Manufacturer narrative:
(B)(4). The pump was returned to animas and evaluated by product analysis on (B)(4) 2011. The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Evaluation also revealed that the force sensor was out of calibration. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed partially dislodged force sensor pins and an out of calibration force sensor. This report is being made based on the evaluation results.